Event description:
It was reported that the implantable cardioverter defibrillator (ICD) saw far-field oversensing on the right atrial (ra) channel, resulting in inappropriate mode switching. Technical services (ts) was contacted, and ts made programming recommendations. The ICD system remains in service. No adverse patient effects were reported.